Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial creatinine result was 3.19 mg/dl. The result was reported outside of the laboratory. The initial result failed a delta check, prompting the customer to repeat the sample. The repeat result was 0.724 mg/dl. The repeat result was deemed correct. The creatinine reagent lot number is 69245901 and the expiration date is 31-aug-2023.

Manufacturer narrative:
Calibration was last performed on 09-may-2023. The provided qc recovery data was acceptable on the day of the event. It was found that the customer centrifuges patient samples for 5 minutes at 5000 rpm, which may be too short and too fast. The alarm trace showed abnormal sample probe aspiration, sample clot detection, and sample short alarms. The field service engineer (fse) found that the rinse nozzle water level was out of adjustment. The fse adjusted the rinse water levels, checked all probe alignments, and verified instrument operation. The fse performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.